Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) ; product ID: 9735821r, serial/lot #: (B)(6), ubd: , UDI#:(B)(4); product ID: 9735820r, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: 9735772, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 9735994, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 9735798, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 9735783, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 9735815, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 9735836, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: 9735843, serial/lot #: unknown, ubd: , UDI#:, product ID: 9735820r, serial/lot #:(B)(6), ubd:- , UDI#:- h3,h6: a hardware analysis was initiated for 9735798 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The returned injector was fully functional when tested. Codes b01,c19,d14 are applicable. H3,h6: a hardware analysis was initiated for 9735843 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The cable passed the continuity test and had no apparent damages. Codes b01,c19,d14 are applicable. H3,h6: a hardware analysis was initiated for 9735815 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The cable was in good condition cosmetically and the cable passed a continuity test with no opens or shorts detected. Codes b01,c19,d14 are applicable. H3,h6: a hardware analysis was initiated for 9735772 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The returned cable was found in good condition and passed the continuity test with no open or shorts found. Codes b01,c19 ,d14 are applicable. H3,h6: a hardware analysis was initiated for 9735820r (lot: t904384) to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The returned polaris spectra system control unit (scu) was found to be fully functional on the bench test. Codes b01,c19,d14 are applicable. H3,h6: a hardware analysis was initiated for 9735836 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The cable was tested and used to ping a known good router with 0% packet loss for over a minute. Codes b01,c19,d14 are applicable. H3,h6: a hardware analysis was initiated for 9735821r (lot: p914410) to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The positioning sensor unit (psu) had normal tracking and passed an accuracy test at .238 mm with a passing threshold of .25mm. A check of the logs also did not show any adverse events. Codes b01,c19,d14 are applicable. H3,h6: a hardware analysis was initiated for 9735821r (lot: p913424) to determine the probable cause of the reported behavior. Analysis found that the issue was consistent with a previously known and tracked hardware anomaly. A check of the logs showed an intermittent firmware incompatibility. The positioning sensor unit (psu) also failed an accuracy test at .284 mm with a passing threshold of .25 mm. Codes b01 ,c07,d02 are applicable. H3,h6: a hardware analysis was initiated for 9735783 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. There were no issues found with the switch, all 5 ports were successfully pinged with 0% packet loss. Codes b01,c19,d14 are applicable. H3,h6: a hardware analysis was initiated for 9735820r (lot: t904597) to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The event log for the returned polaris spectra system control unit (scu) did not show any adverse events. The scu had normal tracking for all three ports. Codes b01,c19 ,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a ¿localizer not connected" error when wired probes were being inserted or removed. It was noted that there was some improvement after removing the wired probe for a short while. The frequency of occurrence was about 1 in 5 times. It was also noted that there was positioning sensor unit (psu) and polaris spectra system control unit (scu) replacements in a related case. There was no patient involved. For troubleshooting, all 3 wired probes were checked and the issue occurred in all of them so it was noted that the defect was not the probe since it did not occur when the wire frames were inserted or removed. Additional information was received, it was reported that after disconnecting the wired probe and waiting for a certain period of time, it was restored and was usable afterwards. Additional information was received. The likely cause of the error message was unknown.